Event description:
During the scs trial, the pt reported one of the two trial leads was pulled out of her back. The pt reported she received stimulation from one of the leads, but had inadequate coverage on the other side from the other lead. The lead that had pulled out was not put back in as the pt was moving forward with the permanent system. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.